Manufacturer narrative:
Date of event - estimated 45-days from the procedure date provided.

Event description:
It was reported that leak and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted without incident. At the 45-day follow-up transesophageal echo (tee), it was noted that the patient had a small, less than 2mm peri device leak and thrombus was noted. The patient was transitioned to dual antiplatelet therapy (dapt) from warfarin/aspirin. Another follow-up tee was performed 3 months later. At this point, thrombus was identified on the face of the device and the peri-device leak was still present and estimated to be greater than 5mm. A potential coil is planned for intervention of the peri-device leak. The patient was transitioned back to warfarin daily to dissolve the thrombus. Another tee will be scheduled in 3 months. The patient has had no complications associated with the watchman procedure or follow-up.